Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's related to the reported complaint condition were identified. Summary: one open box with fifteen unopened samples of product was received for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. It was reported that the needle detached from the suture. There were no patient consequences reported.